Event description:
The pt fell last summer; face first and twisted her body. Right after the fall, the pt had pain under the implantable neurostimulator (ins) and the stimulation was in the wrong location. The pt was encouraged to contact her health care professional. Additional info has been requested, a follow-up report will be sent if additional info becomes available.